Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance multiple times when filling the cartridge. After removing and reinserting the needle multiple times, the customer was able to fill the same cartridge. The customer's blood glucose level was not impacted.